Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 7fr sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, a prostyle suture was successfully pre-placed; however, when placing the second prostyle a cuff miss [suture retrieval issue] occurred. Upon removal of the second prostyle device resistance was noted and the foot had not fully retracted. A third prostyle device successfully pre-placed; however, when removing the device, resistance with the lever was noted and the foot had not fully retracted. The sheath was upsized to a 14fr and the hemostasis was achieved with the pre-placed prostyle sutures and the evar procedure was completed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty to close was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to close and subsequent treatment appears to be related to circumstances of the procedure. In this case it appears that interactions with patient anatomy prevented the foot from closing. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.